Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board and internal battery were replaced to address the issue.